Manufacturer narrative:
(B)(4). The following additional information was received: clinical event information: the patient had an aortic valve replacement and ascending aorta hemiarch replacement (B)(6) 2018. Intraoperatively, the 4/0 prolene used for closure of the aortotomy snapped and required a second 4/0 prolene to close the aortotomy. Patient outcome/consequences: on day 3 ((B)(6) 2018), the patient had a cardiac arrest on the ward. The patient was transferred to intensive care unit and on reopening the chest, the aortotomy was dehisced and the 4/0 prolene snapped.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mhb982; mfg. Date - 7/10/2018; exp. Date - 6/30/2023; batch mgp848; mfg. Date - 6/2/2018; exp. Date - 5/31/2023. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Was the index procedure a valve replacement, repair or graft surgery? Which valve was repaired? Were these pledgeted sutures? Was the surgery urgent or elective? What tissue location of the placement of suture? How was the suture placed (e.g., continuous, interrupted)? How many suture strands were used? How the suture was initially tied? Was the suture placed by hand or using instruments? What was the valve and surround tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the suture reprocessed (e.g., re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during re-operation? Was an autopsy performed? May we have a copy of the report? Please provide date that patient was reopened/reoperated. What medical or surgical intervention was performed in the operating room? Was the broken suture retained and will it be returned for evaluation? Will any unopened sutures from the same lot be returned for evaluation? Are photos available? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? Note: intra-operative suture breakage on (B)(6) 2018 was reported via 2210968-2018-77839.

Event description:
It was reported that the patient underwent aortic valve replacement and repair on (B)(6) 2018 and suture was used for closure of the aortotomy. During the procedure, the suture snapped. The suture was replaced and the surgery was completed. On day 3, (B)(6) 2018, the patient had a cardiac arrest on the ward. After transfer to ICU and on reopening the chest, the aortotomy was found dehisced and the replacement suture snapped. The patient expired on (B)(6) 2018. Additional information has been requested.